Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that excessive force can result in device damage. Visual evaluation shows no manufacturing discrepancies. Functional test was performed on the returned device using suture and foam to replicate the tissue. Lever actuation was smooth and the needle was able to penetrate thru the foam and pass a stitch. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arcr procedure, the upper jaw of the firstpass broke and fell inside the patient. The broken piece was removed with grasper and did not remain in the patient. The procedure was completed with a back up device with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.